Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the fluidics management system leaked before the procedure. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This is the sixth complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).